Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Company representative reported patient had right hip revision due to dislocation. Once surgeon dissected to the hip joint he noticed broken stem. The trunnion was still in the femoral head when surgeon removed stem. Stem, head and insert were revised.

Manufacturer narrative:
An event regarding a disassociation and fracture of an accolade stem trunnion was reported. The event was confirmed following review by a clinical consultant. Method & results: -device evaluation and results: visual inspection: the device was not returned, however explant photos of the accolade stem were made available. The photos show the accolade stem fractured at the trunnion. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: the femoral head has disassociated from the stem with the head still retained within the cup. There is metallic debris in and around the joint space while trunnion fracture is suspected given the short remaining proximal stump on the stem side. - the stem has adequate size and position with stable bone ingrowth condition. - the cup has absent anteversion as evident by the straight line projection of the cup opening circle. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with dissociation of the femoral head from the taper with trunnion fracture. The relatively large 40-mm femoral head may have been a factor of relevance although this is not certain. If additional information and/or the device becomes available this investigation will be re-opened.

Event description:
Company representative reported patient had right hip revision due to dislocation. Once surgeon dissected to the hip joint he noticed broken stem. The trunnion was still in the femoral head when surgeon removed stem. Stem, head and insert were revised. A review by a clinical consultant has confirmed accolade stem and head disassociation along with trident shell malposition.